Manufacturer narrative:
The tube was not available for failure investigation. The device history record for the lot number provided will be reviewed. No conclusions can be made without the device. The info has been added to the database for trending.

Event description:
The caller stated that the tracheostomy tube has the wrong curve. This has caused wear on his stoma. The tube has been in use for 2 weeks, and the caller will have it changed out.